Event description:
It was reported that a patient underwent a sling procedure in the "u" position in 2008. It was reported that post-operatively two months later, a urinalysis with culture and sensitivity was completed and it grew enterococcus. The patient was placed on oral macrobid one hundred milligrams two times per day for seven days. The event was resolved the following month.

Manufacturer narrative:
Date sent to the FDA: 11/07/2008. - urinary tract infection occurred - conclusion code: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.